Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed a burning smell from the back of the alinity I analyzer. During inspection, a burnt power cable on the cooler module (B)(4) was found. No fire or smoke were seen and no injuries were reported.

Manufacturer narrative:
Further review of this ticket determined it was related to correction/removal number 3002809144-04/8/19-003-c this field action is associated with all alinity I processing modules (ln 03r65-01), all ted (thermo-electronic device) engine, reagent coolers (ln a-30103732-01; ln a-30103732-02), and all cable power, ted controller (ln a-35006203-01; ln a-35006203-02) a product correction letter was issued on 05apr2019 to all alinity I processing module customers. The letter informs the customer of the issue of the potential loose cable connections on the reagent cooler, which could result in temperature errors and eventual reagent cooler failure. The letter instructs the customer to power off the alinity I system and contact abbott if unexpected reagent supply temperature errors are experienced, or if a burning smell or visible smoke is detected. Design changes have been made to address the issue, and part replacements will be conducted for impacted instruments.

Manufacturer narrative:
The field service engineer (fse) replaced the cooler module to return the analyzer to normal function. A review of the service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of burnt components on the analyzer after the cooler module was replaced. The 2018 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn damage was limited to the cooler module power connector and adjacent cable; the damage did not spread to other parts of the analyzer. A review of complaint and trending data did not identify any adverse trends for tickets with replacements of the cooler module. A review of the alinity I tracking and trending data in the product monitoring review found no adverse trend related to the cooler module and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I analyzer was identified.

Manufacturer narrative:
This follow-up is being submitted because the device manufacture date was provided. Device MFR date has been updated to 05/02/2017 to reflect this additional information.